Manufacturer narrative:
On previously submitted report, section "type of reported complaint" in box h was incorrect. In this report, section "type of reported complaint" in box h has been updated/corrected.

Event description:
The manufacturer received information alleging while the device was in use on the patient, observed a decrease in spo2 and gained the set ventilation volume. There was medical intervention. The circuits and device were replaced. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.